Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2: additional procode: hwc d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: initial reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2024 the patient underwent an orif surgery for a femoral shaft fracture. After reaming of the medullary cavity, the nail in question was inserted and a guide rod could not be removed. Several attempts were made to remove the guide rod. Since the guide rod could not be removed, the surgeon pulled out the nail once and checked it. The surgeon found that the inlay had shifted and was blocking the distal hole. To insert a nail with the same length, the surgeon reamed the medullary cavity once again and inserted a 12 mm diameter nail of the same length. There was no reported adverse patient impact. The procedure was completed successfully with 30 minutes of surgical delay. No further information is available. This report is for a tibial nail-advanced / 11mm 285mm / sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4, h4, h6: a manufacturing record evaluation was performed for the finished device part: 04.043.315s, lot:5179p32. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 05-apr-2023, manufacturing site:jabil bettlach, expiry date:01-mar-2033. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.